Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer attempted pump reset as instructed by technical support, but screen remained unresponsive, so customer planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump with updated software and confirmed that original pump would be placed into storage mode and returned within specified timeframe along with reprogramming of pump settings and reconnection of cgm to replacement pump.